Manufacturer narrative:
Although pictures were received, product was not returned and a dimensional analysis could not be completed. Image inspection shows that the measurements on the device are legible. The device is used for treatment. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: part #42509904000, persona posterior referencing sizer, lot #unk, quantity unk. This report will be amended when our investigation is complete.

Event description:
It is reported that surgeons have found the gauge to be unstable and difficult to use with accuracy.